Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. While advancing a nc quantum apex balloon to the unspecified target lesion location, a balloon rupture occurred. The physician thought the balloon may have gotten caught on a stent strut during advancement as the balloon failed to inflate when it reached the lesion location. The procedure was completed with another nc quantum apex balloon. There were no patient complications reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).